Event description:
Customer reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was 512 mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.